Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.17 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the manufacturing site. A review of the history indicates on (B)(6) 2010 at 1014, the pump was programmed for delivery in the continuous+bolus in ml, with a rate of 14.0 ml/hr, bolus dose 7.0 ml, bolus lockout 15 min, a 3 bolus/hr bolus limit, a container size of 225 ml and the delivery was started. At 1707, a pt initiated bolus delivery is indicated . At 1710, the continuous and bolus delivery were stopped and a 5.3 ml partial delivery was indicated. 1712, the pump was powered off. Review of the pump history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed for pain management in the continuous + bolus mode, to deliver in ml, an unspecified concentration of an unspecified pain medication, at a 1 rate of 4 ml/hr, with a 7 ml bolus dose, a 15 min bolus lockout, 3/hr bolus limit, a 255 ml container size and the delivery was started. The customer contact reported after 7 hours when the pt pressed the bolus cord button for the first time, the pt reported a "tingling sensation on fingers". The delivery was stopped and the device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided, including if therapy was resumed with replacement device.